Event description:
The customer reported that the jaws would no longer open while not on tissue. There was no pt injury. The device was returned to covidien and initial inspection noted that the webbing was protruding and the jaw was broken. All pieces were still connected to the device.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.